Event description:
(B)(4): it was reported that during a carotid stenting treatment procedure, the suspension arm detached. Following successful use of the device, as the physician was removing the filterwire, it looked like something was wrong with the device. The suspension arm may have been detached from the device. The procedure was successfully completed with the device. No patient complications and injuries were noted. Patient condition listed as "fine."

Manufacturer narrative:
Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)